Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 7-years-old (at the time of initial report) male patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via an unknown device. Dose, frequency, route of administration, indication for use and therapy start date were not provided. On an unknown date, he started to receive insulin lispro via a reusable humapen luxura hd (half dose). Since three years, he has used two application pens of humapen luxura hd device, one of the pens had malfunctioned a few months ago and did not give insulin when the head was pressed (pc number:(B)(4); batch: 1508g05) . The other application pen had received insulin insufficiently and his blood glucose elevated to 600 (unit and reference range was not provided). (Product compliant (B)(4), lot number 1508g05). This event was considered to be serious due to its medical significance reason. Information regarding further corrective treatments, outcome of the events and the status of insulin lispro therapy were not provided. The operator of the reusable humapen luxura hd devices was father of the patient and his training status was not provided. The general reusable humapen luxura hd devices model duration of use was three years and the suspect devices duration of use was not provided. The suspect reusable humapen luxura hd device ((B)(4)), which was manufactured in aug2015, was returned to the manufacturer on 02feb2021; other suspect device ((B)(4)) action taken was unknown. The reporting consumer did not provide any relatedness assessment between the events and insulin lispro drug as well as with the humapen luxura hd devices. The reporting consumer associated the event of missed dose with the humapen luxura hd first pen, however associated the event of accidental underdose with the humapen luxura hd second pen. Update 01-feb-2021: information was received from the affiliate on 26-jan-2021. Product number was processed against the second device and updated the narrative accordingly. Update 02-feb-2021: additional information received on 02feb2021 from global product complaint database. Changed the lot number from unknown to 1508g05 for product complaints (B)(4)and (B)(4)relating to the humapen luxura hd devices. Corresponding fields and narrative updated accordingly. Update 04-feb-2021: additional information received from initial reporter via (psp) on 02-feb-2021. Updated the device causality of sae blood glucose increased to not associated. No other changes were made to the case. Edit 16feb2021: updated medwatch fields for expedited device reporting. No new information added. Edit 17feb2021: updated medwatch fields for expedited device reporting. No new information added. Edit 17feb2021: added the unique device identifier (UDI) number for the suspect device associated with pc . No new information was added. Update 31mar2021: additional information received on 30mar2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device with pc (B)(4)associated with lot 1508g05. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 31mar2021 in the b.5. Field. No further follow-up is planned. Evaluation summary the father of a male patient reported that his son's humapen luxura hd device was not delivering enough insulin. The patient experienced increased blood glucose. Investigation of the returned device (batch 1508g05, manufactured august 2015) found the injection screw would not back drive due to foreign material on the drive clutch and injection screw. Malfunction confirmed. There are several inspection points throughout the manufacturing process which would have rejected the components if observed to have been contaminated by foreign material. Therefore, the observed foreign material is not process-related and was introduced while in the field and not during the manufacturing of the device. The core instructions for use provides adequate care and storage directions. There is evidence of improper use or storage. The damage to the device due to foreign material contamination occurred while in the field (not related to the manufacturing process). This misuse may be relevant to the complaint and to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) years-old (at the time of initial report) male patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via an unknown device. Dose, frequency, route of administration, indication for use and therapy start date were not provided. On an unknown date, he started to receive insulin lispro via a reusable humapen luxura hd (half dose). Since three years, he has used two application pens of humapen luxura hd device, one of the pens had malfunctioned a few months ago and did not give insulin when the head was pressed (product compliant (B)(4), lot number 1508g05) (pc number:(B)(4); batch: 1508g05) . The other application pen had received insulin insufficiently and his blood glucose elevated to 600 (unit and reference range was not provided). This event was considered to be serious due to its medical significance reason. Information regarding further corrective treatments, outcome of the events and the status of insulin lispro therapy were not provided. The operator of the reusable humapen luxura hd devices was father of the patient and his training status was not provided. The general reusable humapen luxura hd devices model duration of use was three years and the suspect devices duration of use was not provided. The action taken with status of suspect reusable humapen luxura hd devices was unknown and their return status was not provided. The reporting consumer did not provide any relatedness assessment between the events and insulin lispro drug as well as with the humapen luxura hd devices. The reporting consumer associated the event of missed dose with the humapen luxura hd first pen, however associated the event of accidental underdose with the humapen luxura hd second pen. Update 01-feb-2021: information was received from the affiliate on 26-jan-2021. Product number was processed against the second device and updated the narrative accordingly. Update 02-feb-2021: additional information received on 02feb2021 from global product complaint database. Changed the lot number from unknown to 1508g05 for product complaints (B)(4) and (B)(4) relating to the humapen luxura hd devices. Corresponding fields and narrative updated accordingly. Update 04-feb-2021: additional information received from initial reporter via (psp) on 02-feb-2021. Updated the device causality of sae blood glucose increased to not associated. No other changes were made to the case. Edit 16feb2021: updated medwatch fields for expedited device reporting. No new information added. Edit 17feb2021: updated medwatch fields for expedited device reporting. No new information added. Edit 17feb2021: added the unique device identifier (UDI) number for the suspect device associated with pc . No new information was added.